Event description:
Depuy acromed was made aware of a legal case involving its moss miami products. The details that were provided in the report do not indicate that the moss miami product malfunctioned, and there is no clear connection between the depuy acromed products and the need for surgical intervention.